Event description:
As reported via the (B)(4) registry, a patient experienced an embolic stroke of the mid cerebral artery. At the time of the index procedure, angiography revealed 85% stenosis of the proximal right internal carotid artery. The lesion was described as severely calcified, eccentric, and 25 mm in length. The reference vessel was 6.0 mm in diameter and moderately tortuous. Pre-procedure rankin and nih stroke scale scores were 0 and the patient was asymptomatic. An angioguard rx with a 6 mm basket was deployed beyond the target lesion and the lesion was pre-dilated. A 9.0 x 30 mm precise pro rx was implanted at the target lesion with no residual stenosis and the angioguard was retrieved with no debris noted in the filter basket. It was reported that the patient left the angiography suite without neurological deficit, but five minutes later,the patient experienced the gradual onset of a mid cerebral artery embolic stroke with symptoms of dysarthria, reflex change, left hemiparesis, and left hemineglect. There was no treatment for the stroke. The patient had residual left sided weakness. The patient was discharged approximately eight days after the procedure. Discharge nih stroke scale score was 9 and rankin score was 4. According to the investigator, the event was not related to cordis product, but was related to the index procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) registry, a patient experienced an embolic stroke of the mid cerebral artery shortly after the completion of the procedure. At the time of the index procedure, angiography revealed 85% stenosis of the proximal right internal carotid artery. The lesion was described as severely calcified, eccentric, and 25 mm in length. The reference vessel was 6.0 mm in diameter and moderately tortuous. Pre-procedure rankin and nih stroke scale scores were 0 and the patient was asymptomatic. An angioguard rx with a 6 mm basket was deployed beyond the target lesion and the lesion was pre-dilated. A 9.0 x 30 mm precise pro rx was implanted at the target lesion with no residual stenosis and the angioguard was retrieved with no debris noted in the filter basket. It was reported that the patient left the angiography suite without neurological deficit, but five minutes later, the patient experienced the gradual onset of a mid cerebral artery embolic stroke with symptoms of dysarthria, reflex change, left hemiparesis, and left hemineglect. There was no treatment provided for the stroke. The patient had residual left sided weakness. The patient was discharged approximately eight days after the procedure. Discharge nih stroke scale score was 9 and rankin score was 4. According to the investigator, the event was not related to cordis product, but was related to the index procedure. The patient's medical history includes hyperlipidemia, cardiac arrhythmia, abnormal stress test, coronary artery disease, coronary percutaneous revascularization, and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.